Manufacturer narrative:
There was no pt present at time of discovery of alleged malfunction. The returned vertek arm is not new as reported, but rather nearly two years old. The arm is well worn with nicks and scratches overall. As returned, the handle had been locked up in the release directions, but was easily broken loose again. The vertek arm otherwise performs as expected.

Event description:
A medtronic representative reported the site's new vertek arm would not tighten. This alleged malfunction was discovered prior to surgical use when no pt was present.